Event description:
It was reported that prior to the start of a da vinci-assisted partial nephrectomy surgical procedure, the customer encountered a repeating error 23072 on the universal surgical manipulator 4 (usm4). The technical service engineer (tse) reviewed the system logs and confirmed the reported error. The tse advised the customer to exercise the usm4 z-axis to resolve the error but the issue persisted. The customer was able to disable the usm4 and continue the case. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported 23072 error and replaced the set-up joint (suj) 4 to resolve the issue. The system was tested and verified as ready for use. Isi has not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. Complaints are tracked via the qms processes per (B)(4) (quality data review meetings).